Event description:
The company received of a cuff leak during pt use. It was noted that visual inspection of the tubes revealed pinholes in the cuff. Replacement of the tube was required. Further information provided by the customer on 07/19/10 stated that the pt had pierced cartilage resulting in the pinholes in the cuff during intubation of the tube. This report is the third occurrence associated to MFR# 2936999-2010-01073.

Manufacturer narrative:
The sample and lot number associated to this report are not available for investigation. Information has been added to the database for trending purposes.